Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was able to replicate the reported complaint. The stm verified that the software battery parameters were set up correctly and troubleshooted the datasets but the issue did not resolve. The iabp then failed the battery runtime test at 38 minutes, and to resolve the issue, the stm replaced the batteries and verified that the " battery maintenance required" message was cleared. The iabp was calibrated and passed all functional and safety tests per factory specifications and was subsequently returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "battery maintenance required" alarm. This event occurred while the clinicians were checking the iabp. There was no patient harm and no adverse event was reported.